Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not printing. A technical support specialist dialed in to station, logged in as care fusion admin, verified that there were no documents in the queue, reconfigured the zebra printer as per knowledge article titled zebra printer no longer printing - upgrade, checked the printing defaults to ensure the configuration matched, and performed a test print, which was successful. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was not printing. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.